Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found insignificant anomalies. Impedance testing with a known good lead in a saline bath demonstrated all impedances in range on all electrode combinations when interrogated with a clinician programmer. There were no connection issues observed during testing.

Event description:
A manufacturer's representative reported that during surgery there was an issue connecting the implantable neurostimulator to the leads. The wires didn't insert smoothly, and the impedances were all greater than 10,000. When making the connection was attempted a second time the lead tips wouldn't reinsert. The lead was tested in an multi-lead trialing cable, and all impedances were within normal ranges. A new ins was tried, the leads were inserted fine, and all impedances were in range. No symptoms or unusual lengthening of the surgery were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.